Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device footplate failed to deploy well and pulled through when the doctor tried to tighten the string. The procedure was completed with manual compression. There was no harm to the patient. Additional information was received on 20jan2020. The procedure performed for the patient prior to use of closure device was mechanical thrombectomy for stroke. The entire device did pull out. The sheath size was 8fr for groin puncture. The blood loss was approximately. 20 ml. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was completely removed from the hemostasis sheath and the deployment sleeve of the device was in the rear lock position with color bands fully exposed. The sheath was cut at the distal end of the sheath. The partially tamped collagen and anchor were found stuck into the hemostatic valve and the suture still uncut and connecting the carrier tube and hemostasis sheath. The bypass tube was found dislodge at the proximal end of the carrier tube assembly. The tamper tube could be seen within the carrier tube. No other visual anomalies were noted with the device. Force was applied but was unable to remove the anchor from the hemostatic valve. No functional testing was performed due to the collagen and anchor were exposed and stuck into the hemostatic valve. IFU states: set the anchor: step1. Carefully grasp the angio-seal¿ device at the bypass tube. Cradle the angio-seal¿ carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. Note: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function. Step 3. With one hand continue to hold the insertion sheath cap steady to prevent movement of the sheath into or out of the artery. With the other hand, grasp the device cap and slowly and carefully pull back. Slight resistance will be felt when the device cap is pulled out from rear holding position. Continue pulling on the device cap until resistance from the anchor catching on the distal tip of the insertion sheath is felt. Step 4 - ''to ensure the correct anchor position, confirm that the edge of the device cap falls within the colored bands on the device sleeve.'' Step 5 - ''maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was attempted to be withdrawn manually after a non-deployment pullout event. It is likely that the anchor could have been stuck in the hemostatic valve while attempting to separate the carrier tube assembly from the sheath. A cause for non-deployment pullout is likely due to the device not being positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.